Manufacturer narrative:
An attempt to reproduce the issue was not performed as the issue was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). We were unable to conduct a thorough investigation due to lack of application diagnostic logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely the issue is related to one of these issues: - gatt undefined errors coming from the ble stack. - supervisor_timeout errors. - loss of bonding after 30 seconds due to the pairing prompts not being accepted. To assist with the resolution of the issue, we provided helpline team with the following steps. Please connect to a strong network and try to pair. I would recommend these general steps to help resolve the issue. Basic steps: turn bluetooth off -> wait 30 seconds -> turn bluetooth back on when attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). Advanced steps: clear data of bluetooth app: clear storage or to clear cache. Reset network settings: settings '-> connection & sharing '-> reset wi-fi, mobile networks, and bluetooth '-> reset network settings based on device: google pixel: settings '-> system '-> reset options '-> reset bluetooth and wi-fi -> reset and settings '-> system '-> reset options '-> reset mobile network settings -> reset settings. Samsung android 13: settings -> general management -> reset -> reset network settings (this will also reset bt settings) -> reset settings samsung android 14,15: settings -> general management -> reset -> reset mobile network settings and settings -> general management -> reset -> reset wi-fi and bluetooth settings. Xiaomi: settings -> more connectivity options -> reset wi-fi, mobile networks, and bluetooth -> reset settings -> pin/fingerprint -> ok. All other: settings '-> connection & sharing '-> reset wi-fi, mobile networks, and bluetooth '-> reset settings. The issue was not confirmed. We haven't received a response confirming whether the recommended steps resolved the issue. As a result, we'll be closing the ticket. If the issue persists, please let us know, and we'll be happy to reopen it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on keeps getting no internet connection available and experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.